Event description:
It was reported that during a total hip procedure, it was noted that the packaging of 5 blades were damaged. It was also reported that the blades were not used on the pt and the sterile area was not compromised. It was further reported that another blade was readily available and that there was a delay of 10 minutes. It was also reported there was no pt injury reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device packaging subject to this investigation was not returned for eval. The mfg history records were reviewed, no issues were identified which may have contributed to this event. Investigation results indicate the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has been implemented to address this issue.